Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The device was programmed ddd mode. The lead remained implanted.

Event description:
New information indicated the lead was capped and replaced on (B)(6) 2014, during the routine generator changeout.